Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoroscopy failed in the system. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy failed. No harm has been reported to philips. Philips has started an investigation of this complaint.